Event description:
It was reported that this right ventricular (rv) lead had damage to the insulation and lead body. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.